Event description:
It was reported that the event, reported from a (B)(6), occurred during insertion. Indication for use: pt unstable. When the physician attempted to insert a transvenous pacemaker into the pt, blood was noted in the "balloon tubing." The physician immediately removed the pacemaker. A new pacemaker kit was acquired and inserted without issue. The physician stated that there has been the same problem with the same product at another hospital. The users are concerned as this is a potentially life threatening problem. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The therapy was delayed or interrupted and it is unk if it caused harm to the pt. The pt outcome is unk. An update received on (B)(6) 2013 from the sales representative stated there was an approximate 10-15 minute delay or interruption in therapy with no harm to the pt. The first insertion site was the jugular and the same site (jugular) was used for the second insertion. The pt outcome was the pt was able to be transferred to the cardiac care unit.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.